Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to septicemia. The cause of the peritonitis was unknown. On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). On an unreported date, the patient experienced septicemia. Treatment for the septicemia was not reported. Twenty-four days after the onset date of the peritonitis, the antibiotic treatment and dianeal therapy was discontinued and on the same day, the patient passed away due to septicemia. It was reported that the patient was not recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available.